Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a faulty video connector socket led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Evaluation found the socket was faulty and the core was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a connector failure. The event was found at preparation for use. The intended procedure was laparoscopic surgery, no delay reported, and the facility finished the procedure with another device. There were no reports of patient harm. The device was sent to olympus for evaluation. During device evaluation, the image displayed color bars due to a faulty scope socket. This report is being submitted for the malfunction found during evaluation.